Event description:
When the stapler was opened to use for the case, an oil-like substance was noted to be on the device. The device was immediately removed and not placed in the sterile field. Another stapler was opened and used for procedure.